Event description:
It was reported that patient enrolled in a clinical study underwent right femoral resurfacing procedure on (B)(6) 2006. Subsequently, patient experienced psoas tendonitis and underwent successful arthroscopic psoas release.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Manufacturer narrative:
The follow-up report is being filed to relay corrected information that was unknown at the time of the initial medwatch. Event description ¿ patient was not enrolled in a clinical study. A retrospective clinical review identified the patient¿s event. Device product code -- the code has been corrected in this report.

Event description:
As part of a retrospective clinical study, a patient was identified who underwent a right femoral resurfacing procedure on (B)(6) 2006. Subsequently, patient experienced psoas tendonitis and underwent successful arthroscopic psoas release on an unknown date. Review of invoice history confirms the initial procedure date. Records also show another resurfacing procedure occurring (B)(6) 2012. Since no revision procedure has been reported, it could not be determined if the (B)(6) 2012 procedure is a right revision or an initial implantation procedure of the left hip.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Expiration date - unknown, PMA/510(k) number - unknown, manufacture date ¿ unknown. Event is being reported to FDA on one medwatch as the limited information available indicates that a surgical complication occurred. Should additional information be received regarding the procedure, the complaint will be reassessed and further medwatch reports will be submitted, if necessary.

Manufacturer narrative:
This follow-up report is being filed to relay additional information which was unknown at the time of the initial medwatch.

Event description:
As part of a retrospective clinical study, a patient was identified who underwent a right femoral resurfacing procedure on (B)(6) 2006. Subsequently, patient experienced psoas tendonitis and underwent successful arthroscopic psoas release for the right hip sometime in (B)(6) 2007. Records also show another resurfacing procedure occurring (B)(6), 2012 which was for the patient's left hip.